Event description:
Investigation/conclusion: the unit was returned to the co's vaporizer service center in austell, ga for investigation. The unit was tested and found to have output high to spec. Visual inspection of the components revealed that the screws holding the bimetallic strip were loose. Double torque tightening of these screws has since been implemented. This is the first MDR within the last 12 months involving a tec 5 vaporizer wherein the cause was loose bimetallic strip screws. Approx. 15,000 tec 5 vaporizers are mfg each year.